Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low, out of range, high voltage lead impedance was observed. The patient was stable and will continue to be monitored.

Event description:
Related manufacturer reference number: 2017865-2020-00729. New information noted that the physician suspected that the patient's device pocket was too loose resulting in the reported event. The patient's right ventricular lead and implantable cardioverter defibrillator were explanted and replaced on (B)(6) 2020. The patient's condition was stable throughout the event.